Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening on posterior, crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Observed split in patch area, it is out of specification per qa199.04. Rev 8.0 was identified which is characterized as a workmanship. Base on the device analysis the final assessment is a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress marks in the shell and split in patch area, assessed as a workmanship. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with the current manufacturing procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship. This finding is not related with the reported event. According to the current risk documents the event of "split in patch" is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.